Event description:
A patient reported experiencing inaccurrate erratic results with an ot ultra meter. The patient's blood glucose results were 18.1 mmol, 12.6 mmol, 14.1 mmol. Tests were done within 20 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.